Event description:
It was reported that medical attention was sought (B)(6) 2018 around 11:40am the end-user alleged his prodigy meter would not power on to test his blood sugar. The end-user alleged he was "feeling ill" and tried to test with his prodigy meter and it would not power on. The end-user did not call ems he went to the ER on his own. End-user dd not provide the length of time between trying to test and his arrival at the ER. Upon arrival his blood sugar was 317mg/dl. End-user stated he was given a shot of insulin to bring down his sugar but is unsure of what he was given. He stated that no additional tests were performed and he was admitted to the hospital for 24 hours. At the time of discharge the end-users blood glucose was 130m/dl and he was told to follow up with his primary care dr. End-user was treated at (B)(6) no further information was provided regarding this event.